Event description:
As reported, the autopulse platform (sn (B)(4)) prompted the user with a "realign patient" message followed by the fault code 16 (timeout moving to take-up position) error message. The patient was realigned multiple times without any success. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "the autopulse platform sn: (B)(4). Displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failure of the drive train motor and motor controller board, likely attributed to normal wear and tear. The autopulse platform was manufactured in april 2018 and has nearly reached its expected serviceable life of 5 years. During visual inspection, the front enclosure was observed to be cracked in the front-end area. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, archive data showed (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), and (ua) 18 (max take-up revolution exceeded) error messages occurred around the customer's reported event date. The load cell characterization result indicated failed both load cell modules as a result of a shorted load plate grounding cable due to a loose connection. The failed load cells are determined to be the root cause of the uas observed in the archive. The load cell modules and load plate grounding cable were replaced to remedy the issue. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. The drive train motor and motor controller board were replaced to address the fault. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 20 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4) .